Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event of occlusion alarm on 12-aug-2024. Patient reported that the occlusion was in the tubing. Patient also experienced high blood glucose level. Blood glucose level was 287 mg/dl at the time of the event. Patient took correction bolus via pump. Patient will continue using current infusion set and resume therapy. No further information was available.